Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system. It was reported when the mvs was moved for a case it shut down and did not power back on again. It was found that the fuses blew possibly because the uninterruptible power supply (ups) was wearing down, it was advised to power down the mvs when in transport. A full system checkout was performed after part replacement and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the o2 was used during a case, when moved to another room in preparation to another case, the mobile view station (mvs) shut down and did not power back on again. After trying several outlets, still can't get "line power" light on mvs. There was no patient present when this issue was identified.